Event description:
Caller reported a malfunction on the pump, specifically indicating a malfunction code labeled as "malf 0," with the fault ID 0x277d. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and instructed to call back if the malfunction code reoccurs. The caller acknowledged and understood the instructions.